Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the circumflex artery (cx). The reference vessel diameter was 2.7mm and the lesion length was 10mm. Pre-procedure stenosis was 75% and post-procedure was 5% residual stenosis. No information stating if direct stenting was attempted. A 2x75mm liberte stent was implanted. An additional liberte stent was implanted to treat the dissection. The procedure was a technical success. The patient was discharged three days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/indefinitely and clopidogrel 75 mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not available for analysis.